Event description:
Pt was implanted with 7mm peek cage, 18mm 4 hole plate and screw construct at c5-6 on (B)(6) 2006 for a cervical discectomy/fusion associated from injuries from a motor vehicle accident that occurred in 2003. Pt reported that she has experienced poor health since 2007 including joint pain, vision problems, sarcoidosis, sjogrens syndrome, hair loss, malaise, and dysautonomia. Pt reportedly will be starting anti-malaria medicine. Revision surgery is unk at this time. This is 2 of 6 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.